Event description:
It was reported that cadd legacy pump had issue with alarm no disposable clamp tubing on 2021, tried both pumps. New cassette placed about 18 hrs early and alarm resolved. Cassette lot number unknown. No further details provided.